Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to try various troubleshooting steps, including pressing the center of the button and plugging the pump into a power source, but the issue persisted with a red led blinking and vibration every three minutes. As a result, a replacement pump was sent, and customer was advised to switch to manual insulin delivery temporarily. Customer also received guidance on steps to take when receiving the new pump and instructions for returning the faulty pump to tandem.